Event description:
A 28 mm diameter x 16mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant were not reported. It was reported that a recent non-contrast study showed evidence of a prominent endoleak coming from the superior edge of the stent graft with aneurysm enlargement of 7.1cm in diameter. This was compared to the previous exam from approximately a year prior, where the aneurysm diameter was 6 cm. There is question of development ofa right common iliac artery aneurysm distal to the right iliac limb of the stent graft as well as stenosis of the superior mesenteric artery. The patient will return for re-evaluation at a later date: however has refused treatment of the endoleak. No additional clinical sequelae were reported.